Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that upon removal a tampon shredded and came apart in two pieces. She was able to remove the pieces.